Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to noise that was oversensing resulting in pacing inhibition. A new ra lead was successfully implanted. No additional adverse patient effects were reported.